Event description:
The reporter stated the surgeon partially inserted a aa4203tl toric optic silicone single piece lens. When the lens was loaded, it was possibly advanced forward too much, so when the surgeon was about to insert the lens, the lens shot out too quickly. The lens was partially inserted into the eye. The surgeon could see that the lens was not going to unfold properly. The surgeon noticed blood on the lens. The surgeon decided to remove the lens and use the backup, same model and size lens. No pt injury.

Manufacturer narrative:
(B)(4). Evaluation, results: a visual inspection of the returned product found small piece of lens was returned. Both plate haptics and half of optic is torn off and missing. There was evidence of reddish residue on lens surface. Conclusion: based on the complaint history and the evaluation of the returned product, the most likely root cause of this event was due to loading error. (B)(4).